Event description:
According to the reporter, when closing the vaginal cuff during a total laparoscopic hysterectomy procedure, the customer noticed that the product needle broke and disengaged into the patient's cavity. The disengaged needle was then retrieved with the aid of x-ray. Another device was used in order to complete the case. There was no patient injury involved.